Event description:
The customer stated that she performed 2 control tests and received 2 results of 173 mg/dl. The normal control range is 96-132 mg/dl. The customer did not allege any adverse events. The tests strips will not be returned for evaluation, as the customer only had one strip left. The customer had another bottle of test strips that tested within the normal control range.